Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between 04/10/2025 - 04/11/2025. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage test was performed and the results were satisfactory; no defects were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link standard bore catheter extension set did not properly engage with the peripheral venous catheter and leaked from an unspecified location during an attempt to establish patency. This was observed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.